Manufacturer narrative:
Placed unit under microscope and found contamination / corrosion damage at the connector pins. Unable to perform functional tests due to contamination / corrosion damage at connector pins. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication between pump and transmitter, sensor glucose vs. Blood glucose, change sensor/bad sensor, sensor updating/sg not available, lost sensor alarm. The customer reported no adverse event. The event involved product(s) mmt-7841zn, mmt-7040b. Troubleshooting was performed. Customer received a change sensor alert. Explained possible causes. Customer is unable to run a transmitter test and/or test passed. Customer advised to try another sensor. Customer requested to run tester procedure for the transmitter. Led light blinked and rf icon turned green when transmitter and tester were connected after deleting transmitter from pump and re-pairing. "Sensor connected" message did not appear. Customer is reporting a discrepancy between sg and bg which is not within range after fewer than 4 days of wear. Advised to wait at least an hour and if bg is stable to calibrate. No harm requiring medical intervention was reported. Mmt-7841zn was requested and customer response was the device will be returned. No product return is required for mmt-7040b.